Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) had an erratic display with red lines running across the screen. The patient was transferred to another ventilator without any harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu), and downloaded the current software revision, which resolved the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.